Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and reported that all tachyarrhythmia therapies were turned off due to the noise on the lead. The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: 5071-53 lead, implanted: (B)(6) 2004; 4473 lead, implanted: (B)(6) 2001. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an right ventricular (rv) lead integrity alert (lia) and there was lead noise and oversensing on stored electrograms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.